Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) gave almost twice the dose he was supposed to have, nausea, headache, vomiting [headache]. Case description: non-serious. This case, is a report from a co sponsored support program in the us referring to a male pt. The pt's mother provided this report in response to a call from the program vendor. No past medical history was reported. Concurrent conditions present at the time of the event included hypothalamo- pituitary disorders, cyst (right ventricle of the brain), and blood cholesterol increased. No allergies were reported. Concomitant medications included iron nos. In 2007, the pt received nutropin aq, (2.4 mg, qd, sc) for an unk indication. The lot number for nutropin aq was l14885. The first puncture date of lot number l14885 was not reported. The pt's prior history of exposure to lot number l14885 was not reported. The date of last administration prior to the onset of the event was not reported. Three days later, the pt received almost twice the dose he was supposed to receive and developed nausea, headache, and vomiting (headache). No relevant laboratory test or treatments for the event were reported, and no action was taken with nutropin aq. It was not reported whether the pt continued or discontinued treatment with lot number l14885. It was not reported if the patient switched to a different lot number. On the next day, the event resolved. Reports from pt support programs are regarded as solicited in nature and an implied causality be inferred. No other etiologic info was reported. This case was identified as a device complaint and a pcs # has been requested. Add'l info has been requested. Pharmacovigilance: the event of headache is non-serious and unlisted according to the us package insert in the absence of intracranial hypertension. The pt apparently received twice his usual dose which may have been due to user error. A device complaint evaluation will be conducted.